Event description:
Pt implanted with plate and screw on (B)(6) 2010. Pt developed non-union and infection on an unk date. Pt returned to operating room on (B)(6) 2012. It was discovered the distal screws were broken. All hardware was removed and pt was revised to another plate and screw. Add'l info has been requested. This is 3 of 4 reports for this event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.